Manufacturer narrative:
Menopausal symptoms, foreign body reaction. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the absorbable adhesion barrier was implanted during a right ovarian cystectomy without removal of the right ovary in 2009. Two weeks later, the pt continued to have right ovarian pain and symptoms of menopause. The left ovary had already been removed in 2005. Antibiotics were given and hormone levels drawn. The lab reports results showed a menopausal state. Hormone replacement for symptom relief was started in 2009. Three months later, an ultrasound was done indicating some fluid in the pelvis. The following month, the pt continued to have pain. The pt reported that the uterus started swelling. A second surgery was done and a hysterectomy and the right ovary were removed. The pathology report of the right ovary reported foreign body giant cell reaction and necrosis.